Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.1 mmol/l at the time of incident. The customer¿s current blood glucose value was 10 mmol/l. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer was not on auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.